Manufacturer narrative:
The review of logfile for the day of treatment shows the reported treatment could be identified in the logfile. The treatment was aborted due to the user releasing the laser pedal and pressing the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during canal cut. So the reported issue is not caused by the system or the used patient interface. The info message indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The user restarted the treatment with a new patient interface and finished the treatment without any problems. No technical root cause could be identified. The system was working within specification. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a false start during lasik flap creation of the right eye. The procedure was completed the same day without harm to the patient.